Event description:
It was reported that there was no lock between the implant device and the external equipment. External equipment was exchanged and programming adjustments were made; however, the issue was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.